Manufacturer narrative:
Section a3b, gender: the customer responded as ¿female¿. Section d1, brand name: partial information provided due to the unknown serial number. Section d4, model: unknown due to the serial number not being provided. Section d4, catalog number: unknown due to the serial number not being provided. Section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a, if implanted, give date: not applicable. Not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable. Not applicable as the iol was removed and replaced during the same procedure. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the intraocular lens (iol) is not returning for evaluation as the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. The serial number for this device is unknown. Therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4, device manufacture date: unknown as the serial number was not provided. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was fully inserted into the patient's right eye and then removed. After the iol was fully inserted, the haptic broke off. The customer used another iol. This was the last lens, and it was successfully inserted, implanted. No further information was provided.